Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead could not be separated from the guidewire. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the guidewire could not be pulled out and could not be pulled out after multiple attempts¿ was not confirmed. Final analysis found that as received, a complete lead was returned in one piece without a guidewire inserted in the inner coil. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction.